Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. About 10-15 minutes into the procedure, the blade did not come out when activated by hand. The procedure was completed with another like product. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4) - blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.